Manufacturer narrative:
"This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from a patient with unknown status regarding symptoms of covid-19. Sample-1 was collected on (B)(6) 2020 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Sample-1-retest was run (B)(6) 2020 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (unknown if reported to physician). Sample-2 was collected on (B)(6) 2020 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Sample-2-retest was run (B)(6) 2020 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (unknown if reported to physician). Review of data provided by the customer showed normal amplification curves for all tests. Root cause is due to target near lod. There is no evidence of product malfunction and there was no patient harm. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; ""negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information."" Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid."

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from a patient with unknown status regarding symptoms of covid-19. Sample-1 was collected on (B)(6) 2020 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Sample-1-retest was run (B)(6) 2020 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (unknown if reported to physician). Sample-2 was collected on (B)(6) 2020 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Sample-2-retest was run (B)(6) 2020 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (unknown if reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.